Manufacturer narrative:
The reported was confirmed. Even though the device was not returned pathology from the reporter was provided that verified the presence of infection thru arthroscopic biopsy. Based on the investigation, the root cause could not be determined. The implant appeared to be properly seated in the provided x-ray's, and the bacteria identified in the infection is a common type typically associated with periprosthetic infections linked to skin preparation and contamination during the procedure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision surgery was scheduled, using the blueprint planning feature . The patient developed an infection, and the surgeon removed all implants, including tornier's flex stem and perform reverse glenoid systems, and replaced them with an antibiotic spacer. There were no complications in removing the implants and placing the antibiotic spacer.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that a revision surgery was scheduled, using the blueprint planning feature. The patient developed an infection, and the surgeon removed all implants, including tornier's flex stem and perform reverse glenoid systems, and replaced them with an antibiotic spacer. There were no complications in removing the implants and placing the antibiotic spacer.